Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacing inhibition was observed. Oversensing was noted on real-time egms. Pacing inhibition was reproducible with deep inspiration. Programming changes were made and pacing inhibition was no longer observed. Patient was fine and will continue to be monitored.